Manufacturer narrative:
This report is submitted on august 18, 2022.

Event description:
Per the clinic, the patient experienced wound dehiscence at the incision site, exposing the receiver/stimulator (specific date not reported). It was also reported that there is an infection at the implant site and the patient was subsequently treated with IV antibiotics (specific date and duration not reported), however, the issue did not resolve. The device was explanted on (B)(6) 2022. There are plans to re-implant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on october 11, 2022.